Event description:
Sys used since 1994 for cytostatic infusion. Not used or flushed for 2 yrs. In april 1997 the sys was needed for IV nutrition. The sys was easy to flush but stopped working after some time when solution came back along the needle. Exploration showed a hole in the catheter close to the portal. The catheter was trimmed and connected to a new portal.